Manufacturer narrative:
The information provided in product code was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that after immediate insertion of sensor it had burned really bad. They tried to keep up with it but it just hurt. The customer's blood glucose level was 210 mg/dl. Troubleshooting was not performed. The product will not be returned for analysis.

Manufacturer narrative:
The information provided in common device name was incorrect with the initial report. The correct information has been provided with this report.